Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged due to patient manipulation. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.